Event description:
It was reported that there was a ventricular lead warning due to undefined resistance. The patient was checked a month later and there was still undefined resistance. It was also reported that the ventricular lead was fractured and had no capture. The atrial lead showed undefined resistance at the same check, but upon remeasure the lead tested within normal limits. The ventricular lead was replaced but the new lead had undefined resistance and no capture as well. The device was then replaced and all leads tested within normal limits. The chronic ventricular lead was capped and the replacement lead remains in use. The atrial lead remains in use and the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that there was a ventricular lead warning due to undefined resistance. The patient was checked a month later and there was still undefined resistance. It was also reported that the ventricular lead was fractured. The atrial lead showed undefined resistance at the same check, but upon re-measure the lead tested within normal limits. The ventricular lead was replaced, but the new lead had undefined resistance and no capture. The device was then replaced as a faulty header was suspected and all leads tested within normal limits. The chronic ventricular lead was capped and the replacement lead remains in use. The atrial lead remains in use and the device was removed and replaced. No patient complications have been reported as a result of this event.